Manufacturer narrative:
Based on the completed investigation, the dirt was due to a water leakage. However, the root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, dirt was observed on the colonovidescope's suction connector, circuit board unit, and shield cover. There was no patient involved.